Event description:
The customer reported that the system would not power on. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call. No additional service information was provided.